Event description:
It was reported that the patient experienced muscle stimulation in the adominal area. The lead was capped and replaced.

Manufacturer narrative:
Na

Event description:
It was also noted that the lead exhibited high pacing thresholds due to dislodgement and had an insulation anomaly. The lead was explanted.